Manufacturer narrative:
The manufacturer previously reported a ventilator's peak end expiratory pressure failed to maintain set pressure. The patient's blood oxygen saturation level decreased. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. No device malfunction was observed. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator's peak end expiratory pressure failed to maintain set pressure. The patient's blood oxygen saturation level decreased. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.